Event description:
The customer reported that a collimator iris potentiometer error message was displayed. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be duplicated. The collimator was replaced and a beam alignment was performed. The system was tested and found to be working as intended and put back into service.